Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 1.2 was not detected on the bus. A field service engineer (fse) instructed the escort to recover but failed. Fse opened the back of the drawer, replaced the drawer controller board, reseated all cables, tested the device in hardware test application and rebooted the system to resolve the issue. Fse also performed preventive maintenance. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the last row of half height auxiliary drawer 1.2 was not detected on bus, user turned off for several minute and tried but issue not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.